Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 340 mg/dl two days after the pod was activated and that she noticed the cannula had slipped out of her skin.